Event description:
It was reported that the coelio hooks/3pk n5 hook for hook handle (cev2295a) melted during use. No injury or surgical delay has been reported.

Manufacturer narrative:
The 3pk n5 hook for hook handle (cev2295a) was returned for evaluation. Failure analysis: evaluation of the hooks verified the complaint reported by the customer as valid. The coating of the coelio hooks were melted, especially on the tip side. Root cause analysis: it was determined that the reason for the reported failure was likely due to the application of a voltage that was too high.